Event description:
Related manufacturer reference number: 1627487-2019-05379.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05379. It was reported that the patient was experiencing whole body sweats and facial numbness as a side effect of therapy. As a result, the system was explanted on (B)(6) 2019.